Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned fixation pin (pn ig008r) for the failure of fractured. Medical records were not provided for review. Device evaluation: visual inspection of the device reveals that it is fractured at the head. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a fixation pin fractured during distraction of the disc space during surgery. Another fixation pin was used to complete the case. There was no reported impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a fixation pin fractured during distraction of the disc space during surgery. Another fixation pin was used to complete the case. There was no reported impact on the patient.